Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that an out of range issue occurred between the transmitter and pump for an unspecified amount of time, and the pump's control-iq software was not functioning as intended. There was no reported adverse impact to customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.